Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A patient sensor calibration check was performed and passed. An accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the ast. A mushroom head check was performed and passed. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during drain 5 of 6 of treatment. The cycler was rebooted, however the issue reoccurred the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, the patient stopped treatment for the night after canceling it on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.